Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 34 mg/dl. The customer was treated by emergency medical services and not hospitalized. Customer was wearing the pump at time of hospitalization. Customer also stated that he had high blood glucose of 600 mg/dl and ended in the hospital. Customer stated that it started as low blood glucose and emergency medical technician was called and his blood glucose it just keep going up and ended up in the hospital.